Event description:
It was reported that an ilet user experienced a sticking or unresponsive sleep/wake button and intermittent failure to wake even while on a charger, along with concern that the device was delivering too much insulin and continuing to alert while set to vibrate. Symptoms included perceived excessive insulin dosing. Outcomes included user frustration and device usability concerns without injury or hospitalization. Investigation included remote troubleshooting, a factory reset, review of settings including a change from usual to high range per clinician direction, and an offer of additional user training. Investigation of this case revealed no reproducible device malfunction during support interactions, and the event was not accompanied by alerts or alarms. It was concluded, based on previously established findings for similar reports, that the cause was undetermined pending further information and user retraining.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.